Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. The cartridge product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A physician reported that four days following an intraocular lens (iol) implant procedure, a patient experienced decreased vision, eye redness, mild corneal edema and endothelial papilla. The patient was hospitalized and required local antibiotics eye drops, steroid eye drops and non-steroid eye drops for treatment. The symptoms resolved with treatment. Additional information has been requested.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information was provided by the doctor, who reported that the patient developed an anterior chamber post-surgery inflammation reaction.

Manufacturer narrative:
Evaluation summary: the product was not returned. The product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of an approved cartridge and handpiece. The cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The customer indicated the use of a viscoelastic, which is not qualified for the lens/cartridge/handpiece combination used. The product investigation could not identify a root cause. (B)(4).